Event description:
The customer reported that the heartstart mrx shuts down during the charge test section of the op check. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.